Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the temporary lead was implanted in the right ventricle (rv) but would not stay in place and capture reliably. The lead was not used and was explanted one week later when a new permanent system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.